Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump black box showed two power events had occurred on the reported event date. The pump total daily dose history showed that the total daily dose correctly reflected the user programmed basal rates. There was no damage noted to the battery compartment; the battery cap was not returned with the pump for investigation. A test battery cap was inserted and the pump was able to maintain power for 24 hours without issues. A (B)(4) flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and no damage or defects were found to the power circuit.

Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the pump was powered off upon waking resulting in a blood glucose of 16 mmol/l with a burning sensation in the chest. The reporter indicated that there was no beeping coming from the pump. The pump alarm history was reviewed and found that there were no relevant alarms related to the event. The reporter stated that a new battery was inserted and the pump powered on appropriately. This report is made based on the allegation that the patient experience hyperglycemia related to an alleged pump power event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.